Manufacturer narrative:
This medwatch is for suspect device in coagucheck s system.

Event description:
Caller states, the patient tested 3.4 inr on the coaguchek system while a comparison lab returned as 2.6 inr during study. No action was taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.